Event description:
It was reported that a novum iq syringe pump had a barrel sensor drift failure (system error 21504) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the customer reported "error code 21504 barrel sensor drift" was not reproduced. A review of event history log revealed system error 21505 (barrel sensor drift failure) alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through log review however no component issue was identified. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.